Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced pain and urinary symptoms, including hesitancy and post-void dribbling. The patient was brought to the operating room (or), and a scan revealed a retained rear tip from a prior non-bsc inflatable implant. The right malleable implant was explanted, and a perineal approach was used to remove the retained rear tip. A new tactra was implanted on the right side. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced pain and urinary symptoms, including hesitancy and post-void dribbling. The patient was brought to the operating room (or), and a scan revealed a retained rear tip from a prior non-bsc inflatable implant. The physician believed that the patients pain and urinary symptoms may have been caused by the retained rear tip as well as the impact it had on the malleable device. The right malleable implant was explanted, and a perineal approach was used to remove the retained rear tip. A new tactra was implanted on the right side. There were no additional patient complications reported.